Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex that failed to open at the distal end and was stuck at the distal end of the phenom microcatheter. The patient was undergoing a procedure for flow diversion treatment of an unruptured internal carotid artery posterior communicating segment aneurysm. The aneurysm max diameter was 4.7mm and the neck diameter was 4.0mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered but pru level was unknown. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. After the phenom microcatheter was in place, the pipeline could not be pushed out from the catheter and the distal tip of the pipeline could not be opened. After several attempts, the pipeline still could not be opened. The physician attempted to release the slack in the system but it did not resolve the issue. The pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times. It was noted that balloon angioplasty was attempted as well without success. As the pipeline was locked up at the distal end of the catheter, they physician was uncertain if the issue was with the pipeline or the microcatheter so removed and replaced both devices. There was no damage observed to the complaint pipeline or phenom microcatheter. The procedure was completed successfully with the replacement devices.  There was no harm or injury to the patient. Post-procedure angiography showed the patient vessel was unobstructed.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex and phenom 27 catheter were returned inside of a sealed bio-hazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and moderately frayed. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 5.0cm to 13.0cm from the distal tip. No flash or voids molded were observed in the hub. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex and phenom catheter were confirmed to have ¿lockup/resistance at the distal segment of the catheter¿ and ¿catheter resistance¿ issues as the returned pipeline flex and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex through the catheter against the resistance. However, the pipeline flex was not confirmed to have "failure to open at the distal end" as the distal and proximal ends of the braid were fully opened and frayed. The damage to the braid on the ends is likely the results of the physician re-sheathing the device more than recommended two times. The cause of resistance and failure to open could not be determined. Possible cause includes patient tortuous anatomy. There was no non-conformance to specifications identified that led to the reported issues. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.